Event description:
Information received from the field notes that the patient fell causing a hematoma at the pacemaker site. Interroga- tion found the device in back-up code a and pacing in vvi mode at 70 ppm. The device was last programmed to dddr. The patient was feeling symptomatic in the vvi mode. The physician elected to replace the device.